Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer initially reports broken tip during extraction. On 02/28/2014 dealer reports no harm done, broken piece removed from mouth.